Manufacturer narrative:
Received 2rks and 137pcs. 456279/b21053r8 for evaluation. Received customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. The reported event of clotting tubes was duplicated and the recall res# 88511was extended to the batch# of this reported event. The extension recall report was submitted on 9/10/2021. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h9: recall number; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and are still be evaluated. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states 2 patient specimens were clotted. For the rack that the 2 clotted specimens were in: customer states the edta is visible in the tubes in the middle of the rack, but the tubes are completely clear in the tubes in the outer periphery.